Manufacturer narrative:
The device is being returned to conmed, however, the device has not been received to date. A supplemental report will be filed after the quality engineering investigation has been completed.

Event description:
It was reported, "broken distal portion of cannula during the surgical intervention. The portion was not retrieved." It was also reported that there was "no patient injury."